Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that they received a calibration error alarm. The customer's blood glucose was 138 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer declined to troubleshoot. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor. Performed continuity resistance test and the sensor failed the test.